Manufacturer narrative:
The easystand evolv is in the process of being returned to altimate medical so an eval can be performed.

Event description:
Received a phone call from a sales rep in (B)(4) that one of the rear casters broke off an easystand evolv adult when the pt's assistant went to move the pt towards the t.v. The pt's assistant went to catch the pt and with the weight of the stander and the weight of the client, the assistant and the user ended up approx an arm's length from the floor. Altimate medical was informed that the mother of the pt purchased the pt a neck brace for her to use after this incident. In addition we were informed that this pt's doctor was on holiday when this occurred but that this pt was planning to see her doctor the following week. Altimate medical was also informed that this pt's physiotherapist had recommended this pt get x-rays, but as of the date this report was submitted we have been unable to obtain any further info regarding the pt or the assistant.